Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2014-05735. On (B)(6) 2014, the pt underwent a trial procedure and was implanted with two leads. It was reported the pt went to the ER due to pain at the lead site. In turn, an infection was found. As a result, the leads were removed and the pt received antibiotics via PICC line. The pt is feeling better at this time.